Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the doctor insisted that their stimulators would work. The patient said their back was the problem. The cause of the issue was not known. The doctor's determined acknowledgement of wrong diagnosis. All three stimulators never worked. On 2025-aug-22 additional information was received from a healthcare professional (hcp). The hcp reported that they were returning a call from the manufacturer regarding the patient. Caller stated they had been left a message asking if the device was explanted because it was given a wrong diagnosis or if it was malfunctioning. The caller stated the hcp was no longer in practice and had retired. Caller stated that device was replaced 3 times, that it had never worked for the patient. Caller provided dates/procedures based on the patient's medical record following initial implant which included that on (B)(6) 2021 there was a "removal of interstim lead, removal of pulse generator; complete interstim implant." Caller stated from this information, the explant would have been due to malfunction (as opposed to wrong diagnosis). Caller stated that patient reported the provider never listened to them and they just kept getting replacements even though it never worked for them. On (B)(6) 2025 a call was made to the hcp and the nurse stated that they had met with the patient who clarified the "incorrect diagnosis" to mean that the device did not work for them, and it was removed twice. The nurse stated that the device did not help with anything. The nurse stated that the cause was unknown and that the patient was rightfully diagnosed.